Manufacturer narrative:
G4: (B)(4) 2019. B4: (B)(4) 2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed into the fi test ventilator to verify and test functional integrity. From testing, it was determined that the touch screen resistance and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a touchscreen failure (could not be calibrated). This event did not occur during clinical use. There was no allegation of harm associated with this report. The event date was not specified, estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12july2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen assembly to address this issue. The touchscreen was able to successfully be calibrated upon completion of this repair, and the ventilator passed all required testing.

Event description:
The customer reported a ventilator with a touchscreen failure (could not be calibrated). This event did not occur during clinical use. There was no allegation of harm associated with this report. The event date was not specified, estimate used.